Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was stretched in 1 place, approximately 90 to 92cm from the tip of the device. The guidewire was removed from the device, inspected for damage and reinserted into the catheter. The wire traveled into the device with no hesitation or restriction. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09582. It was reported that difficulty in catheter removal occurred. Two 135/10 renegade hi-flo kit were selected for use. During the procedure, a guidewire was advanced to the target lesion but high resistance was met during advancement of the catheter over the guidewire. The catheter was forcefully advance and successfully reached the target lesion. However, high resistance was still noted during withdrawal of the catheter. The device was replaced with another of the same device but the same issue occurred. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.